Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 123 mg/dl at the time of call. The customer did not state how he treated his high blood glucose. The customer also stated that the sensor' introducer needle was bent. The insulin pump will not be returned for analysis.